Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. The patient was treated with unspecified ¿standard antibiotic treatment¿. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. On an unreported date the pd catheter was removed and the patient was switched to hemodialysis. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.